Event description:
It was reported that the bur guard was found broken after a surgical procedure. No pieces came into contact with the pt, and there was no reported pt or user injury. The case has been completed successfully.

Manufacturer narrative:
The bur guard has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.